Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that coronary artery restenosis occurred. In (B)(6) 2012, the patient presented with asymptomatic ischemia. Subsequently, the index procedure was performed on elective basis. The 90% stenosed, 20x2.5mm, eccentric, type c, diffused lesion longer than 2cm, bifurcated lesion, with a <45 degree bend target lesion was located in the tortuous and mildly calcified mid left anterior descending (lad) artery. Following pre-dilation, a 2.50x24mm promus element drug-eluting stent was advanced and deployed at 12 atmospheres. Residual stenosis was 0% with timi 3 flow. Two days post procedure, the patient was discharged. In (B)(6) 2012, more than 70% coronary artery restenosis occurred in proximal lad. Eight days later, percutaneous coronary intervention was performed in proximal lad as a treatment. Symptoms disappeared on the same day.